Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s cgm displayed 11.0 mmol/l; however, the patient experienced a seizure and was unresponsive for 30 ¿ 40 minutes. A bg was performed, the glucometer displayed low without a value. The patient was treated with an injection of glucose and after an hour, the patient¿s blood sugar stabilized. There was no documentation of medical intervention; however, third party assistance was required as the patient was unable to self-treat. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.